Event description:
It was reported that the bd nexiva 20 ga x 1-1/4 in single port had leakage at the septum. The following information was provided by the initial reporter translated from chinese to english: "radiology puncture of 20g nexiva with blood leakage at the isolation plug after puncture. Two cases of blood leakage occurred in the same batch on the same day."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: 1. "Bleeding from the isolation plug after puncture". Is bleeding only found after puncture? Or does bleeding from the isolation plug occur during high-pressure injection? Please explain. Bleeding only after puncture.

Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed from the photograph that was provided for investigation and the cause was likely manufacturing related. The photo showed a 20g nexiva IV catheter. What appeared to be blood residue was observed beyond the septum of the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A trend for this failure mode has been identified and actions have been made to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.